Event description:
It was reported by service report that the fowler cylinder is leaking onto the floor and it cannot be raised and lowered completely or support a pt's weight. No pt involvement or adverse consequences are reported.